Event description:
It was reported by medwatch 3500a that the patient experienced apparent asystole of about 13 seconds after the temporary external pacemaker lost power, followed by only occasional heartbeats for the next minute, when ventricular rhythm stabilized. The ECG monitor alarmed for asystole, but the expected notification from the central monitoring office did not occur. The bedside monitor's audible alarm is believed to have operated but there was reportedly no alarm or automated printing in the central monitoring office. The patient's oxygen saturation values did not drop during the event. The code team responded and connected the spare pacemaker. The patient was awake and responsive during the event. There was speculation that a depleted battery may have caused loss of power to the pacemaker, but this was not confirmed. The patient's own underlying ventricular rhythm resumed and sustained the patient until the replacement pacemaker was connected.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.